Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced an infection in the pocket following pump replacement. The pump system was removed. The healthcare professional suspected a possible cerebrospinal fluid leak. The healthcare professional was considering options for antibiotic therapy. The pump contained lioresal 2000 mcg/ml. Patient outcome was not reported. A follow-up report will be sent if additional information becomes available.